Event description:
Evaluation revealed that the force sensor resistance measurement was out of calibration.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed that the loss of prime warnings were associated with empty cartridges or pump reboots, which are not evidence of a malfunction. An "ezprime" operation was performed successfully with no alarms occurring.